Manufacturer narrative:
Concomitant products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for par kinson's dual. It was reported that the patient fell on (B)(6) 2017 and landed on the side of the ins. The patient has been unable to charge the device or get any coupling bars since then, although the therapy was reportedly still working. The extensions felt more prominent when palpated, but the ins could not be felt, nor could it be found. The patient reportedly had anxiety about losing therapy. The ins communicated with both patient and clinician programmers and all impedances were normal, but the ins was at 0% charge. The patient had their ins replaced on (B)(6) 2017. All impedances were normal pre and post-operation. The patient was programmed to match the settings on their previous ins. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the difficulty charging was due to the generator shifting and being too deep in the picket to charge effectively. No further complications are anticipated.

Manufacturer narrative:
\ Analysis of the ins, s/n (B)(4), found insignificant anomalies. The implantable neurostimulator (ins) passed functional testing. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the case electrode. Analysis determined there were no issues when pressing on the ins can. The ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no issue was observed. {} the ins was recharged at body temperature with 1 cm spacing between the recharger antenna and the ins and no coupling issues were observed. {} analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.